Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Additional information obtained indicated the lead was explanted post-mortem and the cause of death was not related to the out of specification finding.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. It was noted the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo and visual summary analysis of the lead was performed. Concomitant products: e2dr01aa implantable pulse generator (ipg), implanted: (B)(6) 2006; 4592-45 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).